Manufacturer narrative:
(B)(4).

Event description:
The patient stated that he received an erroneous result when testing with coaguchek xs meter serial number (B)(4). The customer also stated that he received errors on the meter. At 06:59 a.m., a fingerstick sample from the patient was tested on the meter, resulting as 3.7 inr. The patient stated that the fingerstick blood sample was not applied to the test strip within 15 seconds and that it was likely 20 to 25 seconds before the blood was applied. At the doctor's office, the patient obtained a sample by scraping a drop of venous blood dripping down his arm and tested it on the meter, resulting as 2.4 inr at 10:22 a.m. A nurse then collected a venous sample from the patient and it was tested with an unknown laboratory method, resulting as 3.0 inr. This laboratory result was believed to be correct. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is once per month. The patient is not anemic and does not have lupus antiphospholipid antibodies. The patient does not take heparin or direct thrombin inhibitors. The patient has had no diet changes, no additional illnesses, and no bleeding or bruising. The patient has no special or unusual diet. The patient's product was requested for investigation and replacement product was sent to the customer. Relevant retention test strips (lot 18686423) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 12415880). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were within specifications. The customer returned the meter and test strips for investigation. The returned meter and test strips were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.5 inr; donor 2 inr: 2.6 inr. Donor 1 hct: 59%; donor 2 hct: 48%. Testing results: donor #1: master lot: 2.5 inr, customer strip and meter: 2.4 inr. Donor #2: master lot: 2.5 inr, customer strip and meter: 2.5 inr. Results: all inr values were within the specified maximum difference between measurements. The patient samples were always identified as blood. No error messages occurred. The returned material and the retention material meet specifications. No information was provided that would point to a cause for the result discrepancy.